Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine device change out procedure. The atrial lead exhibited low impedance and noise. Other electrical measurements were normal. The lead was explanted and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was damaged at 51.4 cm from the connector pin, which exposed the inner coil. The damage found likely resulted in the reported noise and low lead impedance.